Event description:
Customer reported having air bubbles in the set tubing. Customer also reported receiving a no delivery alarm during manual prime. During troubleshooting, insulin did not exit the tubing when the plunger was manually pushed. Blood glucose level was 146 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.